Event description:
Dealer called stating that the consumer came to a stop and her power chair allegedly rocked forward causing her to fall from the chair and fracture her leg.

Manufacturer narrative:
MDR decision date: (B)(4) 2012. (B)(4) 2012 - (B)(6) - no RMA has been initiated for this issue. Model m94-c, serial number/date code (B)(4) is approximately 6 years 6 months old. The owner's manual part number 1122145 was issued with this device. The owner's manual is also found on-line at invacare.com. It is unknown if the consumer has fully read and understands the owner's manual. Documentation provides warnings, cautions, and instructions for safely using the device. If the consumer does not understand the written warnings, cautions or instructions then they should contact invacare. The consumer is a female whose age, height and weight are unknown. The consumers medical condition, stability and medication regimen are unknown. The consumers technique while using the device is unknown. The maintenance history of the device is unknown. The dealer called stating that approximately 2 to 4 months ago, the consumer came to a stop in her m94-c power chair when it allegedly rocked forward causing her to fall from the chair and fracture her leg. It is unknown if the consumer was wearing her seat positioning strap. Page 12 of the owners manual states the warning, "always wear your seat positioning strap. The seat positioning strap is a positioning belt only. It is not designed for use as a safety device withstanding high stress loads such as auto or aircraft safety belts. If signs of wear appear, belt must be replaced immediately". Invacare consumer affairs has been unsuccessful in contacting the dealer for additional information on this incident. No RMA has been issued for the return of the product at this time.